Manufacturer narrative:
The parts involved in this incident have not yet been returned to the manufacturer in currently following up with customer service and the dealer of this product to attempt to get the parts back for investigation. The owner's manual for the quickie q7 clearly states that the s/a armrests should not be used for transfer as stated below: "warning padded swing-away armrests are not transfer devices and must be rotated out of the way prior to transferring. Failure to do this on a regular basis can result in decreased chair integrity and may void the warranty." We have opened CAPA (B)(4) to address this issue with the armrest receiver. Once a determination as to the cause of this incident is reached, a follow-up will be filed with the FDA.

Event description:
The end user was transferring into his bed and was using the armrest for weight bearing. The armrest receiver assembly on one side broke, and the end user fell. The end user broke his foot as a result of the fall. The dealer has advised the end user that the s/a (swing away) armrests are not to be used for weight bearing, and the end user requested to change to the spha armrests which are able to be used for weight bearing during transfer.